Manufacturer narrative:
Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During atrial fibrillation procedure, air was aspirated into a syringe that connected to the extension port of the sheath. Several aspirations were attempted but air still remained. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.